Manufacturer narrative:
The product was not available for return. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "early experience with the vanguard complete total knee system: 2¿7 years of follow-up and risk factors for revision.¿ it was reported that one (1) case post primary tka in the rar study group underwent a femoral component exchange, from cr tops, for persistent post-traumatic instability due to posterior cruciate ligament insufficiency. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.